Event description:
The user received discrepant creatinine result on two samples from the same patient. The first sample in 2009 had an initial creatinine result of 0.1 mg per dl and repeated on their nova instrument as 1.3 mg per dl. The second sample a day later had an initial result of 0.5 mg per dl and a repeat result of 1.1 mg per dl on the nova analyzer. The user verified the nova results were reported and, therefore, the patient was not treated based on the erroneous results. The user stated he felt this issue was related to the patient, not the instrument and felt it was not necessary to dispatch the field service representative.